Manufacturer narrative:
On 08/24/2015 a medtronic representative, following-up at the site, reported inspecting the cables and there was no apparent visible damage. Checked cables inside (usb cable from I/o hub to computer, serial cable on the from polaris spectra system control unit (scu) to the I/o hub) and they were well seated. Checked ndi event logs, which were clear. Checked the rev version which was 12. Shipping ndi 14 disk. On 09/11/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in the middle of a cranial procedure, the surgeon alleged their navigation system was inaccurate. The surgeon deemed being 1 centimeter inaccurate. The medtronic representative noted that no one had touched the headframe. The navigation system then displayed a red banner saying localizer not connected. The camera beeped shortly after and navigation became accurate again. The surgeon proceeded and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. A medtronic representative reported that the inaccuracy happened during the ear, nose & throat (ent) portion of the case. He was unable to recreate the issue and also installed a firmware update to the camera as part of servicing the system.